Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from a competitor with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately seven months after device replacement. The cause of death has been requested and not received.

Manufacturer narrative:
Attempts for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted there was a white substance and cosmetic depression of the outer insulation. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted there was a cosmetic depression of the outer insulation.